Event description:
It was reported that the patient with this pacemaker experienced shortness of breath while active. Technical services (ts) reviewed the device data and found some intermittent crosstalk oversensing. Ts recommended programming changes for this device. The pacemaker remains in service. No adverse patient effects were reported.